Event description:
Additional information received reported good therapy on program 1. The patient had not tried program 2 but they understand that she can try the new program if pain becomes a problem. The patient had been feeling fine / no problems since her appointment. An increase amplitude was completed at the clinic appointment because the patient did not feel any stimulation therefore it was tested to see when she could feel any stimulation in the sacrum / anus area. There was no sensation in the rear area and the first sensation felt was the shocking pain from where the battery is situated. The patient felt shocking sensation when it was increased in the clinic appointment. When it was turned down there was no problem. The reason she attended clinic was the shocking pain experienced at home at 0.4v- on rare occasions especially when reaching or sat on the office chair (as described before). Shocking pain noticed within the last week. No problems since 2018 until recently. Patient has been advised to switch off two days before her appointment but she has not tried this. She knows 1 to switch it off if it happens and leave it off for maybe a day or two to see if there is any pain while the implant is off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient had short shocking pain at the site of the battery. The patient said she usually gets a shock at the site when she sits down at work and when she is reaching forward to the coffee table at home. No faults were detected on the programmer. (Wire was not impeded and battery has 50% life).